Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in a cloth case when the alarm was triggered and accidentally pressing on the button. Customer had elevated blood glucose level (247 mg/dl). The customer drank water to stabilize blood glucose levels.